Event description:
Info received indicates the head up function is not working on the bed.

Manufacturer narrative:
The technician found all function but the head up was working due to no power from the power control module. The technician replaced the power control module to repair the bed.